Event description:
A user facility reported that an intraocular lens (iol) was noted to be hazy and to have "an apparent crazing or specular reflection". The lens remains implanted. Pt impact is unknown. Add'l info has been requested.

Event description:
A surgeon provided add'l info that there was no pt impact/injury associated with this event.